Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle did not dispense insulin, and patient end was half the size, may have broken off with a bd pen ndl 31g 8mm. The following information was provided by the initial reporter: consumer reported needle did not dispensed the insulin. Consumer stated when he looked at the needle he stated the needle was half the size of 8mm on patient end side. Consumer stated needle looked like it was broke and not sure if it came that way, or broke in his skin. He did not seek medical attention. Consumer uses new needle each time of his injection, he does not visually test the needle to see if it is straight, advised consumer to visually test the needle. Straight he does not do the priming, advised consumer to do the priming.

Manufacturer narrative:
H.6. Investigation summary: samples were received, and an investigation was performed. This is the 1st related complaint for needle clog, dimension & needle breaks off during use pe for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that the needle did not dispense insulin, and patient end was half the size, may have broken off with a bd pen ndl 31g 8mm. The following information was provided by the initial reporter: consumer reported needle did not dispensed the insulin. Consumer stated when he looked at the needle he stated the needle was half the size of 8mm on patient end side. Consumer stated needle looked like it was broke and not sure if it came that way, or broke in his skin. He did not seek medical attention. Consumer uses new needle each time of his injection, he does not visually test the needle to see if it is straight, advised consumer to visually test the needle. Straight he does not do the priming, advised consumer to do the priming.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that the needle did not dispense insulin, and patient end was half the size, may have broken off with a bd pen ndl 31g 8mm. The following information was provided by the initial reporter: consumer reported needle did not dispensed the insulin. Consumer stated when he looked at the needle he stated the needle was half the size of 8mm on patient end side. Consumer stated needle looked like it was broke and not sure if it came that way, or broke in his skin. He did not seek medical attention. Consumer uses new needle each time of his injection, he does not visually test the needle to see if it is straight, advised consumer to visually test the needle straight. He does not do the priming, advised consumer to do the priming.